Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer reported receiving low alerts, but their blood glucose would be 180 mg/dl or 190 mg/dl. The customer also stated their sensor cannula was pulled back inside of the sensor upon removal from their body. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.